Event description:
The patient was undergoing a laparoscopic cholecystectomy and colostomy for gallstones and recurrent sigmoid volvulus. Multiclip would not release the tissue on which it had been clipped. Surgeon had to obtain another device, clip it above the area where the first one was clipped, convert to an open procedure, and cut the first clip loose. Surgeon encountered excessive bleeding. Device and packaging saved; is being decontaminated and will be returned to manufacturer for evaluation. Manufacturer's representative was present in the or at the time and recorded the information to report to manufacturer.